Event description:
On (B)(6) 2012, the patient contacted animas to obtain assistance to re-program a setting on the pump. During the conversation, she mentioned that her blood glucose levels (bg) have been elevated higher than usual during the past week (around 200 mg/dl). At the time of the call, the patient reported that her fasting bg was 349 mg/dl, she sounded weepy on the phone and said she felt a little bit dizzy. The patient denied any other signs of hyperglycemia. The pump was reviewed by the patient who confirmed that all settings and delivery histories are correct. The patient stated that she had red bumps at the infusion site cannula but that the cannula was not bent or kinked. The alarm history confirmed that the patient received an empty cartridge alarm at 3:58 pm (B)(6) 2012 and primed the pump at 4:45 pm. The patient confirmed that she was without insulin for 47 minutes. At 7:00 pm she noted that her bg was 202 mg/dl, she did not check the bg prior to bed, and her fasting bg on (B)(6) 2012, was elevated as documented above. The patient confirmed correct replacement timing for infusion sets and cartridges. However, she claimed that she reuses cartridges twice. Customer technical support instructed the patient that elevated bg can be combination of site absorption issues associated with red bumps and multiple risks related to reuse of cartridges. This complaint is being reported because the patient experienced a serious bg excursion while using the insulin pump. The reuse of cartridges and failure to respond in a timely manner to the empty cartridge alarm were contributing factors.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2012 device evaluation: a reserved sample from the same lot number b201781 was tested by product analysis on 08/02/2012. A visual inspection of the cartridge was performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.